Manufacturer narrative:
Correction: related manufacturer reference number: 2017865-2023-95243.

Event description:
Related manufacturer reference number: 2017865-2023-95243.

Event description:
New information received indicated that the noise was over-sensed.

Event description:
Related manufacturer reference number: 2017865-2023-95196 it was reported that when the patient presented to device clinic, noise on atrial and right ventricular (rv) leads were noted upon interrogation. Both leads were explanted and replaced. The patient was stable prior, during and after the procedure.